Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a radio frequency pic failed self test alarm. It was also reported that meter was not transferring data to insulin pump. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with rf pic failed error alarms during the self test and was unable to communicate with the blood glucose meter due to a faulty component on the radio frequency board. The pump had high idle currents due to a faulty component on the mother board. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.